Event description:
It was reported that during a procedure, the unit was not making the noise to indicate that it was on or activated and threw an error code e330 (prolonged activation). The patient was burned at the right forearm. Bandage was placed on the burn site. The burn was caused by a non-medtronic handpiece.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d4(UDI), d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found minor scratches on the outer surface, the monopolar 1 receptacle was damaged and the rem receptacle was loose. The generator had one instance of error code 330 in memory logs. The issue was resolved by replacing the monopolar 1 receptacle and the rem receptacle. It was reported that the device had an error code 330. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: damaged monopolar 1 receptacle and loose rem receptacle. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.